Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and techncians are listed below. Visual inspections & results: head rotates, yes; nose shroud cracked/broken, no; staples in nose, yes(1); staples in the track, yes(21) and trigger engaged with precock, yes. Functional tests & results: cycled instrument, yes. Analysis conclusion: based upon the inquiry info rec'd, the visual examination and the functional test, no conclusion could be reached as to how the reported "device jammed" during surgery occurred. The instrument was examined, found to be functional, was cycled and fired the remaining 19 staples well formed. No deformity could be identified during testing. The experience the surgeon reported could not be repeated during testing.

Event description:
It was reported the device was used during a hernia repair procedure. It was reported by the affiliate that the device jammed. There was no patient consequence.